Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na, k for gen.2 on a cobas 6000 c (501) module. The initial values were reported outside of the laboratory to a clinician. The sample initially resulted with an na value of 178 mmol/l, which repeated with values of 142 mmol/l and 143 mmol/l. The sample initially resulted with a k value of 5.06 mmol/l, which repeated with values of 4.06 mmol/l and 4.10 mmol/l. The lot numbers and expiration dates of the na and k electrodes were requested, but not provided.